Manufacturer narrative:
Concomitant products continued: dtba1d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to high impedance and double counting oversensing. The lead was programmed off until lead revision. The lead was revised and the pace/sense portion of the lead was capped with the high voltage coils remaining in use. A new pace/sense lead was implanted. No patient complications have been reported as a result of this event.